Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 6th most distal strut row was damaged and the stent was kinked. The crimped stent outer diameter of the undamaged portion was measured and is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found two hypotube kinks; 4 mm and 110 mm distal to the distal end of strain relief. A visual and tactile examination of the shaft polymer extrusion revealed no issues with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 02-feb-2017. It was reported that shaft kink occurred. A 3.00 x 28 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noticed that the shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.